Event description:
The customer reported there is no image on either monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu. System operates as intended. (B) (4).